Manufacturer narrative:
Common device name: drug eluting permanent right ventricular (rv) or right atrial (ra) pacemaker electrodes. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. Infection/erosion issue does not require analysis.

Event description:
Boston scientific received information that this right ventricular (rv) lead was part of a system revision due to infection with sepsis. There were no additional adverse patient effects reported. The rv lead was explanted.